Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was re calibrated, and was returned to service.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient involvement.